Event description:
It was reported that the ground plug from the back of the unit is missing. No patient injury was reported.

Manufacturer narrative:
Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual inspection was performed. Visual inspection found the device was missing the grounding stud on the back. The root cause of the reported issue was found to be customer damage - it was either loosened and fell off or it was taken off. Replaced the grounding stud on the back of the device and it passed all functional testing.

Manufacturer narrative:
Other text: the event occurred during preventive maintenance. (Updated b5) d5 and e4 are unknown. A manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
Additional info received via email 19-aug-2022. The event occurred during preventive maintenance. No patient involvement.